Manufacturer narrative:
Customer's meter has been returned to the lab and an investigation has determined the complaint is not confirmed. Meter (B) (4) was returned. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's family member reported customer received a high glucose reading from their freestyle freedom meter. Customer's family member reported customer experienced symptoms of hypoglycemia and loss of consciousness and drank juice to counteract her symptoms. Paramedics were called and treated customer with oral glucose. There was no report of diagnosis, death, serious injury or mistreatment associated with this event.